Event description:
A 3.0mm diameter x 15mm length medtronic ave s670 over the wire stent delivery system was inserted into the right coronary artery. The lesion was not predilated prior to the insertion of the stent delivery system. It was not possible to cross the severely calcified and tortuous target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent caught on the tip of the guide catheter causing it to move distally on the stent delivery system balloon. The stent and stent delivery system were removed as a single unit from the pt. Another 3.0mm diameter x 15mm length medtronic ave s67o stent was then inserted, however, it also was unable to cross the target lesion. Upon removal of the stent delivery system, the stent partially dislodged when it was pulled into the guide catheter. The stent delivery system and guide catheter were then pulled back to the sheath where the stent dislodged into the pt's leg. There was no attempt to snare the undeployed stent. There was no further treatment to the target lesion. The pt was reported to be doing fine post procedure and there were no add'l clinical sequelae reported relative to the event. Lesion morphology and no pre-dilatation of the lesion likely contributed to the event. There was no device returned for eval. The device history records reveal no issues relevant to the complaint.

Event description:
The vessel was pre-dilated with the first stent delivery system balloon prior to the insertion of the second device. Lesion morphology and pulling the stent delivery system into the guide catheter likely contributed to event.